Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump, and correction injection via manual insulin therapy. No third party assistance was required. The customer changed infusion sent and cartridge and resumed insulin after each occlusion. Tandem clinical support educated the customer to properly cycle the cartridge before use, and informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days.